Event description:
In a non-clinical environment, the patient developed a ventricular tachycardia (vt) which the device did not provide therapy in response to as the arrhythmia fell outside of the programmed monitor zone. The vt further developed into cardiac arrest. Cardiopulmonary resuscitation (CPR) and defibrillation via an automated external defibrillator (AED) were provided. Upon arrival of paramedics and after delivery of multiple external shocks, the patient reached a return of spontaneous circulation. The patient was promptly admitted to the intensive care unit and is receiving palliative care. Abbott technical support was contacted and noted the device behaved appropriately according to its programmed settings, however, episodes of intermittent undersensing at the time of the vt were observed on the device. No further intervention was performed at this time. Patient status is currently unknown.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.